Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the alert cleared, and the pump was able to successfully begin charging.